Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was 30mm long and located in a severely tortuous and moderately calcified distal left anterior descending artery. During the procedure, the 32 x 2.50 promus premier drug eluting stent was deformed and the stent struts lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.:promus premier ous mr 32 x 2.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage; damage was noted to the third most proximal and the most distal stent strut row with struts slightly lifted. The crimped stent outer diameter of the undamaged section of the stent was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was 30mm long and located in a severely tortuous and moderately calcified distal left anterior descending artery. During the procedure, the 32 x 2.50 promus premier drug eluting stent was deformed and the stent struts lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.